Event description:
It was reported that the patient had recently experienced discomfort in the chest. At a routine office visit it was noted that the right ventricular (rv) lead had high impedance and capture threshold had risen. Fracture was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).